Event description:
It was reported "various medications, including norepinephrine, were administered via the central venous catheter (schenkel medial 1). During the bolus administration of an anesthetic, there were two separate incidents of an unexpected massive increase in blood pressure. Typically, a significant drop in blood pressure is expected with anesthetics. It is suspected that a leak between the individual channels may have caused the rapid washout of norepinephrine, leading to the observed events.". The catheter was removed and a new one was placed. The patient is reported to be 'fine'.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "various medications, including norepinephrine, were administered via the central venous catheter (schenkel medial 1). During the bolus administration of an anesthetic, there were two separate incidents of an unexpected massive increase in blood pressure. Typically, a significant drop in blood pressure is expected with anesthetics. It is suspected that a leak between the individual channels may have caused the rapid washout of norepinephrine, leading to the observed events." The catheter was removed and a new one was placed. The patient is reported to be 'fine'.

Manufacturer narrative:
(B)(4).